Manufacturer narrative:
The impella 5.0 pump was returned. Visual inspection found biomaterial in the if cage, cannula and the pump housing. No other issues were found on the rest of the pump. The cause of sepsis was unable to be determined. Data logs were reviewed and showed that the pump operated within normal range since activation. Sterilization records were reviewed, and the pump passed all incoming inspection. Impella 5.0 was properly sterilized. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient who had a do-not-resuscitate (dnr) order expired. The cause of death was due to sepsis. Additionally, the physician stated the long use of impella could have indirectly caused sepsis. The impella worked as intended throughout the entire procedure.